Manufacturer narrative:
Updated data: b4, e1 (email), g3, g6, h2, h10.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units printer is not working. There was no patient injury reported.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
(Additional contact information: name: (B)(6)). A getinge field service engineer evaluated printer was not operational but worked fine after rebooting the unit. Ordered parts. Printer was operational today after boot-up. Rebooted replaced printer and printer interface as a precaution. Completed pm including all functional and safety tests as per manufacturer specifications. Patient involved, no patient injury.

Event description:
N/a.